Event description:
It was reported that during a right ventricular lead extraction procedure, this right atrial was suspectedly damaged. This lead was successfully replaced. No additional adverse patient effects were reported.